Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm the procedure was tka on (B)(6) 2019? The patient demographic info: gender, weight at the time of index procedure? What tissue layer was each suture type used on? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? What date did the patient present with dehiscence (# post op days)? How was the dehiscence managed? What was the appearance of the suture during the second procedure? Did the tissue pull away from the stratafix intact suture? Was the stratafix suture intact or broken? If broken, where (proximal, distal, end, middle)? Can you identify the lot number reported in this event? Are there pictures available that could be forwarded for review? Are there sterile samples from the reported finished goods lot available for testing? Were cultures performed? If so what were the culture results? Did the patient have any pre-existing health issues that could contribute to healing issues which could have contributed to the event? (For example, medications, past reactions or allergies, weight, age, diabetes, obesity, etc)? Did the patient fall or injury themselves in a way that may have affected the surgical area? Was the patient compliant with post-op instructions? Were antibiotics prescribed? Also the doctor¿s experience, product placement, technique, type of material, type of procedure? What is the patient¿s current health status and condition? Additional device captured in mw 2210968-2020-00681.

Event description:
It was reported that the patient underwent a total knee arthroscopy on (B)(6) 2019 and barbed suture was used in the incision. The wound was irrigated prior to closure. Approximately 5 weeks post op, the patient presented with suture breakdown and infection, and superficial dehiscence. A second procedure was performed on an unknown date. The appearance of the suture during the second procedure was not provided. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/27/2020. Additional information was requested and the following was obtained: please confirm the procedure was tka on (B)(6) 2019? - yes. The patient demographic info: gender, weight at the time of index procedure? - bmi 25.4. What tissue layer was each suture type used on? - dermal, subdermal, and capsule. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? - normal. What date did the patient present with dehiscence (# post op days)? - (B)(6) 2019. How was the dehiscence managed? - I&d (B)(6) 2019. What was the appearance of the suture during the second procedure? - not sure. Did the tissue pull away from the stratafix intact suture? - not sure. Was the stratafix suture intact or broken? If broken, where (proximal, distal, end, middle)? - non existent. Can you identify the lot number reported in this event? - no. Are there pictures available that could be forwarded for review? - forwarded. Are there sterile samples from the reported finished goods lot available for testing? - no. Were cultures performed? If so what were the culture results? - yes, negative. Did the patient have any pre-existing health issues that could contribute to healing issues which could have contributed to the event? (For example, medications, past reactions or allergies, weight, age, diabetes, obesity, etc)? - no. Did the patient fall or injury themselves in a way that may have affected the surgical area? - no. Was the patient compliant with post-op instructions? - yes. Were antibiotics prescribed? - not sure. Also the doctor¿s experience, product placement, technique, type of material, type of procedure? What is the patient¿s current health status and condition? - satisfactory.